Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that prior to use of this smiths medical cadd solis vip pump, the pump speakers did not work. No patient involvement reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device yes, customer reported problem was repeated, duplicated multiple times. Device rear speaker was shorted.problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.